Event description:
It was reported when using the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes, the user identified stopper creep out/loose closure the following information was provided by the initial reporter. The customer stated: short description: cork problem detailed incident description: the rubber part of the cap sticks when the cap is removed and this puts their blood glucose monitor in error. 2 tubes of this batch presented this defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 24 retained tubes from the same lot number were functionally tested and the customer's indicated failure mode of stopper issue was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the retained samples test results. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes, the user identified stopper creep out/loose closure the following information was provided by the initial reporter. The customer stated: short description: cork problem. Detailed incident description: the rubber part of the cap sticks when the cap is removed and this puts their blood glucose monitor in error. 2 tubes of this batch presented this defect.